Manufacturer narrative:
The manufacturer previously received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. There was no serious patient harm or injury that occurred or was reported. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation, the reported issue was confirmed. The device display was found to be internally cracked and required replacement. As a result, the mac address could not be extracted from the original display. The device was subsequently tested using a known good display. During testing, the device failed due to the motor controller entering a shutdown state associated with a motor error. The observed error corresponds to a debug error; under normal operating conditions, a different error message would typically be generated for a motor shutdown event. The device was also observed to be contaminated with smoke residue. Affected components will be replaced as part of the repair process. Additionally, as part of preventive maintenance, replacement of the batteries, particulate filter, muffler assembly, and air inlet foam filter was recommended. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report from a customer indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ message. There was no serious patient harm or injury that occurred or was reported. There was no report of medical intervention. The device was returned to a third-party service center for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.